Event description:
It was reported that the pump of this inflatable penile prosthesis migrated higher in the scrotum. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.